Manufacturer narrative:
No sample or lot number was returned or reported, however samples of two lots retain sample previous to the time period of the report were reviewed and tested. There were no issues found that could contributed to loose connections or leaking. User facility is using other mfrs IV devices to connect with the bc2030-w. No other complaint have been filed for the bc2030-w.

Event description:
Reference user facility medsun report#: (B)(4).